Event description:
It was reported that the device was repeatedly losing settings and patient settings. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. However, in event history log there was multiple medium alarms were displayed: pump settings and patient data lost. Replaced microprocessor unit board.